Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to bladder erosion related to the reservoir component. All components of the existing ipp were explanted and replaced with a new ipp. No patient complications were reported. Prior to the procedure, the patient reported bladder pain when the device was deflated and recurring urinary tract infections. The explanted components are not expected for return. A supplemental report will be filed should additional information be received, or the device returned for analysis.